Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented via remote transmission. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the implantable cardioverter defibrillator was explanted and replaced. It was also noted that the implantable cardioverter defibrillator exhibited signs of premature battery depletion. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction - explant date was missed in initial report and it is included in this follow up report. Additional information - premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.